Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the reamer and the drill bit broke. The broken bits were left inside the patient as it was deemed too dangerous to retrieve them. This is report 2 of 2 for (B)(4).

Event description:
It was further reported procedure was delayed approximately 5 to 10 minutes. X-rays were taken to ensure the fragments would not cause any further harm to the patient. Patient status reported as good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event, relevant tests/laboratory data: updated. Device evaluated by MFR, device manufacture date: DHR review was completed. Part: 03.010.104, lot: 8025717, manufacturing site: bettlach, release to warehouse date: 28. Aug. 2012. The device history record shows this lot of 114 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The review has shown that with 440a stainless steel the correct material was used and that the hardness was within the specification of 52 +3/0 hrc. Device evaluated by MFR: customer quality conducted an investigation of the returned device. Investigation site: cq zuchwil, selected flow: 5. Broken. Visual inspection: a piece of about 10mm length is broken off and missing. In general is the drill bit in a very used condition. The remaining cutting edges are blunt. There are heavy stress marks at the shaft and the coupling pieces has strong use marks. The laser markings are faded. Dimensional inspection: the relevant dimensions cannot be verified due to the above described damages and the missing piece. Drawing/specification review: a dcrm review was performed and the complaint condition is adequately addressed, based on that a design related issue can be excluded. Material or hardness review: during the DHR review the material was reviewed and the hardness value was confirmed to meet the specification. Summary: the complaint is confirmed as the drill bit is broken as complained. This lot of 114 pieces was manufactured in august 2012 and we are not aware of any other complaint for this article- and lot combination. Based on that and the findings above a manufacturing related issue can be excluded. Based on the provided information we are not able to determine the exact cause of this occurrence. We can only assume that a mechanical overload during use, for example by too much lateral stress or an excessive metallic contact with a nail, did lead to this breakage. Due to the overall condition of the device wear and tear may also have played a certain role. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.